Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the physician placed three clips on the cystic artery, one on the specimen and two on the pt side. After clipping the artery, the user cut in between the clips. Shortly after, the two clips from the pt side fell off. There was a delay in treatment, but no pt consequence.